Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens, and clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. H6 - patient code 3191: no code available (secondary surgery, lens exchange) was reported in additional manufacturer narrative but should have also been selected as a patient code in h6. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.50/1.0/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2019, the lens was removed and a replacement lens was implanted. This resolved the problem. Cause of the event is reported as unknown.